Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer contacted tandem technical services stating that the pump screen returned back to the change cartridge screen. During troubleshooting with tandem technical services (cts), cts identified that the customer had inadvertently went back to the change cartridge screen, tapped on fill tubing, and had started the fill tubing. The customer reported had unintentionally delivered 3.3 units. The customer's blood glucose level was 133 mg/dl at the time of the event and the customer reported was fine.